Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: tgv marker, rinato. Guide cath: heartrail. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood and contrast visible on the hypotube, in the inflation lumen and in the balloon, which was loosely folded. This is consistent with handling, the reported use of the device and a leak or balloon rupture. The analysis confirmed that there was a longitudinal rupture in the proximal shoulder of the balloon, extending proximally for a length of 1.7 mm. Scanning electron microscopy (sem) lab analysis indicated that the balloon failure may have initiated from the inside of the balloon. Although the exact cause for the rupture cannot be determined, this type of damage is most consistent with exposure conditions during the procedure, a material/processing discrepancy, or multiple inflations and/or high stress being applied to the balloon material. The lesion was characterized as mildly tortuous, moderately calcified and 90% stenosed, which may have contributed to the reported complaint. In this case, there was no report of any leaks noted during preparation for use, which may suggest that the balloon was not damaged prior to the procedure. However, it was noted that the device was prepared inside the body. It should be noted the rx voyager instruction for use (IFU) cautions, all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Balloon material ruptures may result from factors such as, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of occurrence is not a result of a potential product deficiency, the profile dimensions on all products are confirmed by visual and dimensional checks online during the manufacturing process. All devices are also 100% leak tested and a sampling of units is destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database also did not reveal any other incidents reported with this lot, suggesting that there are no lot specific product quality deficiencies. In this instance, based on the information received with this complaint and the analysis of the returned product, a definitive cause for the reported balloon rupture cannot be determined.

Event description:
It was reported that the procedure was to treat a lesion in an unknown coronary vessel with mild tortuosity and moderate calcification. Pre-dilatation was performed with the rx voyager balloon; however, the balloon ruptured during the first inflation at 10-12 atmospheres, for 15 seconds. The vessel was well expanded; therefore, no further pre-dilatation was needed and a xience v stent was implanted. Post-dilatation was performed with a non-abbott balloon to complete the procedure successfully. There were no adverse patient effects. No additional information was provided.